Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a pump pocket infection, which originated form the driveline exit site. The patient was successfully transplanted.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.